Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, co2 could not be delivered out of the btt short port on the vasoview hemopro. The hospital tried testing the device with a syringe, with air in it and nothing would come out. An accessory pack for the vh-2004 (vasoview 6 pro) device was used to complete the procedure. Nothing broke or was left in the patient. The hospital did not report any patient effects.